Event description:
After patient's caregiver infused the medicine from the huber needle, she noticed a hair stuck in between the white foam and the plastic huber needle. The hair could not be pulled out because it was sealed tight in the needle. The hair causes definite sterility concerns regarding the entire lot of needles we have received. Dose or amount: 1250 units. Frequency: 2x weekly. Route: port. Diagnosis or reason for use?: homophilia a. Is the product compounded: yes.